Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm. Analysis was normal. No lead anomalies found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the newly inserted right ventricular lead had a bend that made it handle abnormally. The lead was explanted and replaced with no issue. The patient was stable.